Manufacturer narrative:
Product analysis # (B)(4): equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5 as found condition: the axium prime device was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within a dispenser coil and within an introducer sheath. The echelon-10 micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The actuator interface was found securely attached to the coupler tube. The break indicator was found unbroken. No evidence of detachment attempts was found at these locations. No damages or irregularities were found with axium prime pusher. The axium prime implant coil was found still attached to the pusher (figure e) and found stretched within the introducer sheath with the polypropylene filament broken (figures e <(><<)>(><(>&<)><(><<)>)> f). The implant was found unbroken (as evident due to distal tip still attached) (figure f). Testing/analysis: the axium prime coil could not be used for resistance testing due to the damaged condition. Conclusion: based on the device analysis and reported information, the customer report of ¿premature detach¿ could not be confirmed. The implant was still attached to the pusher and the implant was found unbroken. The customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed as the damages found is consistent with resistance. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, damaged micro catheter, or tortuous anatomy. The returned axium prime coil was found stretched. The customer did not report the finding damages during preparation per IFU; therefore, it is likely the damage occurred due to advancing against the reported resistance. Customer reported devices were prepared per IFU, and vessel tortuosity as normal. Therefore, the root cause could not be determined. As the echelon-10 micro catheter used in the event was not returned for analysis, any contribution of the echelon-10 micro catheter towards the resistance could not be assessed. The axium prime coil is compatible for use with the echelon-10 micro catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-echelon, (lot: unknown); product type: ; implant date n/a; explant date n/a, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil encountered resistance in the echelon catheter and prematurely detached. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the ophthalmic artery with a max diameter of 3mm and a 3mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that after the microcatheter was in place, the spring coil was prepared to be delivered. After the spring coil entered the tail end of the echelon 10 microcatheter, it was found that it could not be delivered further. After multiple attempts, it still could not move forward. The spring coil was withdrawn and found to have automatically stretched. The coil was removed from the patient. There was no surgical or medicinal intervention required. There was friction or difficulty during delivery. The physician did not reposition the coil or attempt to detach the coil. The physician did not rotate the delivery pusher during the procedure. Continuous flush was administered during the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported after the withdrawal, a new coil was replaced and successfully inserted into the diseased area, completing the operation. No detachment attempts were made.